Event description:
A patient was receiving an infusion of platelets. Nurse entered room and noted that blood was back flowing from patient's PICC line. All IV connections were checked and appeared to be tight. Blood was leaking from an access port distal to the pump closest to the IV tubing extension. Blood was squirting from the access port. The pump was stopped and all tubing replaced. The amount of blood lost is unknown; however the patient did not sustain any injury/harm.